Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient did not charge the ipg since the end of 2015 and the ipg would not communicate with external devices. The ipg is considered inoperable and as a result, surgical intervention may take place.

Event description:
It was reported that the ipg was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.